Manufacturer narrative:
Additional information: h3, h6. H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, clamp function, and torque engagement tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as ¿fluid leakage due to the twist clamp unable to be closed¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.